Event description:
It was reported that a patient presented to the emergency room (ER) with pericardial effusion. During procedure, the patient's right ventricular (rv) lead had failed to capture and it was determined with a cardiac echo and fluoroscopy that the lead had perforated. The rv lead was explanted and replaced. The patient was stable throughout procedure.